Event description:
A surgeon reported a pt experienced cornea edema following intraocular lens (iol) implant surgery. It was reported that the iol initially being implanted had a broken haptic and was exchanged with a different iol during the same surgical procedure. Additional info has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. This report was mailed to FDA on: 09/11/2009.